Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined, however, it can be presumed that the likely cause was physical stress. The event may be detected by following the instructions for use which state: ¿·preparation and inspection - inspection of the endoscope¿ ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities¿. "·important information ¿ please read before use¿ ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
An evaluation of the returned loaner bronchovideoscope revealed, the coating of the connecting tube was peeled off (one millimeter square or more). There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
There were few additional findings. Due to a pinhole on bending section cover, water tightness was lost. Distal end and universal cord had a dent. The bending section cover had a cut. Grip, scope connector cover, control unit and universal cord had a scratch. The device exhibited low angulation. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.